Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for malignant pain. It was reported that the back incision/insertion site of catheter spontaneously reopened. For the environmental/external/patient factors that may have led or contributed to the issue, patient was critically ill, also required left below knee amputation. None was known for diagnostics/troubleshooting. Possible targeted drug delivery system explant was reported. Explant was planned but return status of the device was unable to determine. At the time of this report, the issue was not resolved and patient status was alive- with injury. Patient was admitted to ICU, underwent left below knee amputation and critically ill. The patient¿s medical history included history of cancer. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient being admitted to intensive care unit(ICU) and undergoing left below knee amputation were not related to device/therapy according to the hcp. On (B)(6) at 2 pm, the hcp stated that she was consulting hcp in an effort to resolve this. It was not known if the incision site opening had been resolved. Current status of the affected device was not known. The hcp was aware that the devices should be returned. No further complications were reported.